Event description:
It was reported that the activate and escape buttons on the insulin pump were unresponsive. It was stated that the battery was replaced and the buttons still were not responding. During the call, the mother stated that the customer was hospitalized due to high blood glucose. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.